Manufacturer narrative:
Our quality engineer inspected the photo submitted for evaluation. The reported issue of leakage at luer connection was not confirmed upon inspection of the photo. Bd cannot confirm the cause of the failure to our manufacturing process since no physical sample was returned. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
In the figure below, around the hub of the needle is a horizontal line at the top of the yellow part.¿ consumer¿s husband states this area often builds up with besremi solution and this solution leaks out onto abdomen after injection. Consumer¿s husband would like to know why it is designed like that. Consumer suggests that small holes be placed in the yellow part so the medicine can ¿leak out¿ through the holes.